Event description:
An angio-seal locator/sheath assembly was inserted into the pt. The physician felt like the locator made a small tear in the femoral artery. The angio-seal was not used ot complete the procedure.

Manufacturer narrative:
One 6f angio-seal vip locator was visually/dimensionally inspected. The locator hub had been damaged consistently with previous locking into the hemostasis cap. The locator had been bent into a "u" shape and also kinked at the blood inlet holes. No tip damage or other visual anomalies were noted. The locator distal tip inside diameter measurement was consistent with the specification. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.